Event description:
The customer reported the subject device was displaying no image or a fuzzy image. The reported issue occurred during an unspecified diagnostic procedure. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, it was observed the coating on the insertion tube was peeling off. This report is being submitted for the malfunction found during evaluation (coating peeling off). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, the reported issue (no image/ fuzzy image) was confirmed. It was observed the subject device was displaying an intermittent or flickering image. In addition to coating peeling off, service found there was a pinhole on the bending section cover, the bending section cover was scratched, the adhesive on the bending section cover was detached, the charge-coupled device shrink tube was cut, the insertion tube was dented, and the label was peeled. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to correct information provided in the initial report. Per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
It was reported in the initial report that the coating on the insertion tube was observed to be peeling off; however, that was incorrect information. The coating on the insertion tube was not peeling off.